Manufacturer narrative:
Common device name: system, test, automated antimicrobial susceptibility, short incubation. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Investigation summary this complaint is for a mislabeled and missing tube label of phoenix ast broth (246003) batch number 2181637. The customer did not provide product returns but provided photos for investigation. The photos illustrate two phoenix ast broth tubes with batch number present, one has no label and the other tube has two (2) labels. As a result, this complaint is confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. Complaint trending was performed and no trends were identified associated with this defect. A bd ID/ast plant quality will continue to monitor for trends associated with this defect.

Event description:
It was reported that while using the bd phoenix¿ ast broth that there was labeling issues. The following information was provided by the initial reporter: according to the customer's report, there were tubes without labels and tubes with 2 labels.